Event description:
Patient reported experiencing symptoms: chest pain, inflammation, and fibrosis.

Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5115306. Patient and contact information was not provided at the request of the initial reporter. Sientra is unable to contact for additional information and retrieval of the device for evaluation. Patient age has been defaulted to 99 due to MDR submission requirements. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.